Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported experiencing difficulties pulling the instruments out of the trocar during a vit-ret procedure. The customer indicated the trocar was held with forceps in order to prevent them from being pulled out with the instruments. The case was completed with no harm to the patient.

Manufacturer narrative:
(B)(6) trocar assembly samples were received for the report of difficulties in pulling instruments out of the trocars. The samples were visually inspected and no issues related to the reported event were found. The trocar cannula/hub assemblies were then dimensionally inspected for cannula ID and all (B)(6) assemblies were found to be conforming. A functional test could not be performed on the returned samples because the instruments used with the trocars were not received. For this complaint file, the final customer lot was identified as lot 15031224x. For this final lot, one 6mm 23 ga valve entry component lot was used to make up the final lot. A device history record review for the component lot was conducted. The lot had no anomalies found based on the device history record review. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with the trocar lot. The returned samples were found dimensionally conforming, therefore the root cause for the defect experienced by the customer cannot be determined. (B)(4).